Manufacturer narrative:
(B)(4). No product was returned to assist in this investigation. This device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections prior to transport. In addition each pmg wire guide comes with an attached caution label, which illustrates; "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage." In previous complaints we have found possible causes to include damage to the wire guide associated with withdrawal through the needle (per warning label) or other instrument. Less frequently, pt anatomy makes withdrawal of the wire guide difficult resulting in separation when the force exceeds design specification. In this specific case, the event description does not offer any add'l evidence of contributing factors. If the guide wire kinked or angled due to tortuous anatomy this could cause the wire guide to unravel. In the absence of add'l evidence or an examination of the product the root cause is inconclusive. We will continue to monitor for similar complaints. Per quality engineering risk assessment, no action is necessary as there is insufficient risk.

Event description:
On (B)(6) 2012,the nephrology staff consulted the PICC nurses for placement of a PICC line in a (B)(6), male, pt. The right brachial vein was accessed with a 21 gauge needle and a .018 guidewire was inserted. Resistance was encountered approx 7-10 cm during advancement of the wire. The needle and guidewire were withdrawn and the nurse discovered the end of the guidewire frayed. An x-ray of the humerus was obtained and revealed a retained portion of the wire. Vascular surgery was consulted and plans were made for the wire to be removed as an outpatient procedure. Per discussion with risk management, the pt has not gone in for removal of the fragmented device, reason unk. The condition of the pt is unk at this time.